Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were having an issue with their programmer. Patient clarified the stimulation would spontaneously shut off on them out of the blue. Patient said they would wake up in the middle of the night with a back ache, and would check the handset and see that stimulation was off. Patient also said the issue had been going on for a little while, maybe a couple months, but had been getting more frequent as stim had turned off on its own the last two nights in a row. Patient mentioned they usually don't touch the handset, as they kept the settings the same all the time. The patient was redirected to their healthcare provider to further address the issue.

Event description:
The manufacturing representative (rep) reports the patient (pt) said the stimulation is randomly turning off. Pt is on dtm and notices her pain has returned so she checks the the implantable neurostimulator (ins) and it is off. Pt then turns stimulation back on. Pt said the stimulation is turning off about once a week. Pt reports the issue has been happening for awhile, maybe a year. Pt will check ins charge level when stimulation turns off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.